Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an eyelid procedure, the needle of the device broke. A new suture with the same lot was used to complete the procedure. There was no patient injury.